Event description:
The lay user/patient contacted lifescan alleging the meter does not power on by pressing the buttons. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/16/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Reporter indicated a vns pt had high lead impedance readings with vns diagnostics testing. Vns revision surgery appears likely, but no surgery date has been set. Attempts for further info are in progress.